Manufacturer narrative:
Additional information: g3, h3, h6 based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error due to misaligned insertion and/or improper bone preparation.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 02/23/2024, it was reported by a sales representative via email that an ar-1588rtt2-ib fibertag tightrope ii lost fixation during the final tightening and re-tensioning of the femoral side. The locking mechanism unlocked. The tension sutures exiting the femur were still intact and the surgeon was able to reposition the graft into the femoral socket, but while probing, the graft backed into the joint again. The vase was completed by backing up femoral fixation with an 8x20 peel-fast thread screw into the aperture. This was discovered during an acl procedure on (B)(6) 2024.